Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent leak testing by using a syringe to inflate the the cuff of the sample and submerging it under the water in order to detect for leaks. As a result, leaks were detected in the pilot balloon. The reported customer complaint has been confirmed and was determined to be wear of the rubber was used in the fixture for the printing of the inflation line, or that there was a lack of detection by production personnel.

Event description:
Incident was inadvertently reported as a malfunction. The customer states the tracheostomy tube has been changed out, thus requiring medical intervention.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed blue line ultra suctionaid tracheostomy tube, customer noticed air leaks from the cuff and replaced the tube. No adverse patient effects were reported.